Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloads to thump. No pump error 63 noted during testing. However, confirmed pump error 63 variable (line number: 147, file number: 2017) in the pump history download on 07/26/2025 at 17:23:15 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. The pump passed active current test and sleep current test. Successfully downloaded history files and traces using thus/thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 37.0 received the low battery alert (104) on 07/11/2025 21:04:00 after more than 7 days at 17.58 days. Battery cycle 36.0 received the low battery alert (104) on 06/24/2025 06:35:00 after more than 7 days at 17.88 days. Battery cycle 35.0 received the low battery alert (104) on 06/06/2025 08:23:00 after more than 7 days at 13.32 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, battery tube threads cracked, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads. The p-cap/reservoir does lock properly. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. Confirmed cracked case at battery compartment. However, no power errors noted and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 63 alarm (hardware low level failures) and a crack on the battery compartment that affected the insulin pump's functionality. The customer also reported an unexpected battery power loss and received a power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1809. Troubleshooting was performed for the power loss alarm and pump error 63 alarm; the customer was able to clear the alarm and complete the rewind. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1809 was requested and the customer response was that the device will be returned.